Event description:
Catheter broke while surgeon was removing. No adverse event occurred. No intervention required at this time.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.